Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power on its own. The patient was reportedly only being monitored and there was no report of the patient needing defibrillation therapy. The customer attempted to take a nibp (non-invasive blood pressure) reading and the device lost power. The customer did state that they were able to power the device back on and continue care but did not indicate the delay in care due to the reported loss of power. There was no adverse effects caused to the patient as a result of the reported issue.